Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Surgical intervention was needed to resolve the issue and the product was explanted. New right ventricular (rv) lead was implanted for temporarily pacing using the explanted pacemaker. A new system was already implanted; then pacemaker status is out of service. There were no additional adverse patient effects reported.